Event description:
Additional information was received from the patient. It was reported that there were repeated doctor visits with the manufacturer representative (rep). The patient stated that they are currently trying to get the programmer replaced but cannot without a prescription and they do not have anyone who would write it. All doctors refused. The issue was never resolved and stimulator eventually stopped working. The patient stated that it quit working less than a year after implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt sent an e-mail reporting their recharging system was replaced "just a few years ago" but the patient states they "had no luck with the controller being found". Pt reiterating that their implantable neurostimulator (ins) is "non working". Pt reports meeting with a manufacturer representative (rep) and health care provider (hcp), stating the hcp wanted to replace their ins, but not replace the leads. Patient and technical services (pats) called the pt. Pt inquired about general explant process. Pats transferred the patient to patient registration services (prs). Additional information was received from the pt. Pt reiterating their ins "stopped working way back 2016" and they are planning to remove it soon. Pt asked about getting a new controller. Agent reviewed the new implant would have new equipment, so if patient was getting ins replaced, they'd get new equipment at that time. Patient understood and said they were going to see a new doctor tomorrow about the ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information, the caller indicated that the patient claimed the implanted device has not worked since 2015. Troubleshooting was not required. The issue was not resolved through troubleshooting. Patient (pt) called from phone 2 stating they need to have MRI and have been told they can not because they could not show their MRI mode. Caller states they stopped using and charging their implants many years ago because they had issues charging. Caller stated that ever since the device was implanted they would have to charge for 6 hrs just to charge the implant a little bit and would have to be standing. Caller stated they were not going to stand for 6 hours to charge. Caller stated that then it "quit working." Caller stated they no longer have a managing healthcare provider (hcp). Caller stated they are trying to get in with a neurosurgeon, but cant get in for an appointment until they have an MRI. Caller stated now they have lost all of the equipment and don't have anything. Caller stated they called a manufacturing representative (rep) and they redirected them to call patient services (ps) for replacing the lost equipment. Ps reviewed with caller they may want to consider meeting with rep/hcp to see if they want to do a jump on the implant for the possible overdischarge (od) or just attempt to use the MRI eligibility form. If they decide to attempt to jump the implant and want to replace the equipment they could do so at that time. Ps sent email to caller with replacement instructions, hcp listings and MRI eligibility form. No symptoms/patient complications reported.